Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance. In addition, a small amount of noise was recreated on rv electrogram (egm) with isometrics but was not oversensed. It was also noted that there was no capture at two volts. Capture thresholds was noted to be intermittent with impedance changes. Boston scientific technical services (ts) discussed potential lead fracture versus spring contact and explained that the lead seemed to be behaving more like fracture. Further, numbers were getting worse and related to physical movement. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.